Event description:
It was reported that the patient had 2-3 second pauses of asystole in the ventricular rhythm and interrogation showed intermittent capture in the right ventricle. The right ventricular lead bipolar impedance was high and there was no capture in the unipolar pacing configuration. The physician suspected micro dislodgment. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.